Manufacturer narrative:
Report as per request from FDA medwatch program.

Event description:
"Elastic stay hook broken while in use. Faulty lonestar stay was removed from the patient immediately and set aside, no issues with rest of elastic stays in set." (B)(4).